Event description:
It was reported that the device was hot to the touch. No patient injuries were reported. A back up was available and no delay was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating could not be reproduced. Product passed functional testing including power cycling during 6 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No overheating or signal loss occurred during 6 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected with no video loss or overheating. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.